Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a partial separation at the collar/ shaft area with damage to the collar. Inspection of the rest of the device found no other damage or defect. The partial separation presents "kink-like". The reported kink and deformity was confirmed.

Event description:
Reportable based on device analysis completed on 16 nov 2020. A 145, 5-in-6 guidezilla catheter guide extension was selected for use in a percutaneous coronary intervention. After the device was unpacked, it was noted that the introducer catheter was kinked. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed a partial separation at the collar/shaft area.